Event description:
The customer reported that the css console exhibited several alarms while supporting a pt with the primary controller: "right driveline pressure low," "low right output" and "r/l imbalance," all css console pt parameters were the same, and the right drive pressure was not changed. The pt reported feeling "different," but was not symptomatic. He was switched to a freedom portable driver, and the css console was taken to the hospital lab and tested on a pt simulator (mock tank). The customer observed that the right cardiac output was half the left cardiac output. This alleged failure mode poses a low risk for the pt, because it did not prevent the css console from performing its life-sustaining functions. The css console has a redundant, backup controller. The pt was switched back to the css console, using the backup controller, which performed as intended without alarming. There was no adverse impact on the pt, and he was supported by the css console until he was switched again to a freedom driver.

Manufacturer narrative:
The css console was returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.